Event description:
Surgeon reported observing streaks or specks on the lens surface after insertion with mport. Surgeon is reporting multiple cases. No specific pt info or mport lot numbers have been provided. When specific info for the product and/or pts is received, additional complaints and MDR reports will be submitted. Patient's visual acuity have not been affected and no pt injuries. Due to similar complaint resulting in explantation, the co is reporting this as a malfunction MDR.